Manufacturer narrative:
Sections with additional information as of 22-sep-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
During follow-up call on 14-jul-2020 for replacement meter (reference case (B)(4)), customer reported complaint for high blood glucose test results. Customer stated that since the initial call he had gone to his doctor's office due to high results obtained using the truemetrix meter; date of reported doctor's visit was not disclosed. Technician attempted to contact customer via telephone on 07-aug-2020 and was unable to contact. No further information was able to be obtained.